Event description:
Customer called in to report unexplained high bgs and excessive no delivery alarms for about a week. Troubleshooting revealed the leadscrew was not rotating during the 7.2 unit test. Sent packaging to return device.